Event description:
On december 6, 1991, a 12 month old baby girl was undergoing surgery. The baby became bradycardic and subsequently had a cardiac arrest. It was postulated that the anesthesia machine may have failed to function properly and it was immediately removed from service. On january 3, 1992 a panel of experts, including several representatives from ohmeda, tested the machine and noted that the machine was not functioning according to specifications. The amount of halothane delivered by the machine was greater than would have been expected had the machine been functioning according to specifications. The baby was transferred to california pacific medical center and discharged approximately 4-5 days following admission. She is now receiving physical therapyinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.